Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported when she plugged in the charger to her freestyle libre reader, "it burnt and there is a presence of a little visible fire." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported when she plugged in the charger to her freestyle libre reader, "it burnt and there is a presence of a little visible fire." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(4) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Visual inspection on the returned universal serial bus (usb) data cable and adapter revealed burn marks and melted metal on the usb data cable. An extended investigation has been performed. Visual inspection revealed soot marks on the usb connector of the charging cable. The soot marks were also present on the returned power adapter pins and one of the adapter pins was melted. One of the corners of the printed circuit board of the adapter had a burn mark. No issues were observed with the reader, which powered on and passed all self-tests. The returned reader¿s device history record (DHR) was reviewed and no issues were observed prior to release. The returned battery and off-current were within specification. The voltage produced by the reader is not enough to cause burn marks unless there is a short in the circuitry; however no issues or abnormalities were observed on the printed circuit board assembly of the reader, indicating that burn marks on the usb cable could not have been produced under normal use conditions. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified.